Manufacturer narrative:
- -

Event description:
Additional information was received. During this same visit, a fistula was noted at the pocket site. No intervention was performed at this time. A decision will be made regarding further intervention in the future.

Manufacturer narrative:
As this lead remains implanted and no return of product is intended, boston scientific cannot confirm or deny this reported clinical allegation. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted, in service and will be further evaluated in the future. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead displayed loss of capture less than two seconds. In addition, increased thresholds and impedance measurements were revealed. One undersensed beat was noted. Technical services reviewed the information and determined the shock impedance is stable and no noise was noted. It was thought the issues started at the device replacement, and were thought lead related. No adverse patient effects were reported. Additional information was received. During a follow up visit, the device was successfully interrogated. This lead displayed high out of range impedance measurements. In addition, intermittent loss of capture was noted at maximum pacing outputs. As the patient is not pacemaker dependent, a revision will be performed in the near future. It was thought there may be a connection issue or a lead fracture.

Event description:
Additional information was received: a revision procedure was performed. The pace/sense portion of this lead was deactivated and another lead was implanted for pacing/sensing. No further patient symptoms were reported.

Event description:
Additional information was received: during a further follow up visit, the high out range impedance measurement was confirmed since october. The shock impedance is within normal measurements. Threshold measurements varied with patient position changes. Episodes in the arrythmia logbook revealed nonsustained ventricular tachycardia episodes. It was thought there is a lead issue, however shock therapy is available.